Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported controller malfunction and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by mother that when a bolus is delivered through the controller, it causes a basal program delivery issue (gives only .05 units, which is not enough for the patient) and a delay in future bolus deliveries. The patient's blood glucose level rises to over 250 mg/dl as a result of the reported issue.

Manufacturer narrative:
Correction to d1 - brand name changed from unavailable to omnipod 5 controller. D2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump. D2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to 01020000-000005433. Model no changed from pt-000408 to pt-000409. Lot number was changed from unavailable to h000435 catalog no changed from unavailable to skt-h001-g-x9. Unique identifier (UDI) # changed to (B)(4). Correction to g(5): PMA/510(k) # changed from k203772 to k203768.